Manufacturer narrative:
The physical device was not returned for investigation. In the case description, the user mentioned being hospitalized due to low estimated glucose values (egvs) after receiving an automated delivery restriction (adr) alert. The decrease in the user's egvs resulted in them falling and fracturing their ribs and being hospitalized for 10 days. Cloud data for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. During this time period, the controller with serial number (B)(6) was programmed with a user input basal rate of 40 pulses/hour (2 units/hour). While in automated mode, the system appropriately adjusted the microbolus amounts based on egvs and user inputs. No egvs below 60 mg/dl were observed while the system was in automated mode. While the system was in manual mode, the system was correctly delivering the user's manual basal program of 2 units/hour regardless of egvs. When insulin delivery was manually suspended, the data confirmed that no insulin was being actively delivered during this period, as the total pulses delivered count tracked by the pod did not increase during any suspension periods. Review of the pod history data found that an automated delivery restriction alert was generated at 00:54 on (B)(6) 2026 and acknowledged at 03:19 the same day. After the automated delivery restriction alert was acknowledged, the system remained in manual mode until 10:59 on (B)(6) 2026. No issues were observed with the system. It could not be conclusively determined if the basal program of 2 units per hour was intentionally and correctly setup based on the cloud data. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. However, the available information indicates that the event resulted from user error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing low blood glucose (bg) levels while wearing the pod on the arm for an unspecified duration, which resulted in dizziness and a fall causing rib fractures. The specific date of event and bg levels were not provided. The patient was subsequently hospitalized for approximately 10 days, during which treatment included intravenous fluids, pain medication, insulin, and blood pressure medication. The specific discharge date was not provided. A review of the patient¿s glooko data (cloud-based diabetes data platform) identified episodes of hypoglycemia occurring while the system was operating in manual mode, with the last episode noted after an automated delivery restriction alarm on the omnipod. It was reported that the patient has been using mounjaro (tirzepatide) for approximately six months. Data from periods of 100% automated mode use showed insulin requirements of approximately 12-16 units per day. The current manual profile was noted to include a basal rate of 2 units per hour, which may represent over-basalization and contribute to persistent hypoglycemia. The patient was advised to discontinue omnipod use until reassessment and retraining could be completed. Based on the information provided, the reported events appear to be related to user error.